Event description:
Customer reported that drawer on pyxis anesthesia sys failed. No pt was present.

Manufacturer narrative:
(B)(4). Add'l data/failure investigation: field svc tech investigation discovered physical item obstruction caused drawer to fail.